Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a thrombectomy interventional procedure using a small-bore sheath. Reportedly, the suture was not present when the plunger was removed (a cuff miss occurred). Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was observed as a link detachment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or link pulled until it breaks due to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: corrected device available for evaluation from no to yes h6: component code 4755 was removed h6: type of investigation code 4115 was removed h11: additional mfg narrative revised.